Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the cart wheel base. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the wheel/caster on a 980 ventilator came out of the socket. The ventilator was not in use on a patient at the time the event occurred.